Manufacturer narrative:
Philips service replaced the mrc 200+ 0508 rot-gs 1003 tube and the igt service support tool, confirmed the system was operational, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fluoroscopy was unavailable in the mornings, which was resolved by replacing the tube on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.